Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 40 mg/dl at the time of the incident. The customer was at 43 mg/dl at the time of the call. The customer could not give good information as they were feeling sick. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer was going to call back when they got better. Customer was running a temp basal at 90 % and was in the hospital in relation to her diabetes. Customer was hospitalized the previous week for high blood glucose. The insulin pump will not be returned for analysis.